Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformances noted for any reason during the manufacturing of this device and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Examination of the returned device confirmed the customer¿s experience. Initially, the panel was tested with a ¿known good¿ databox for four (4) hours with no errors or issues noted for any reason. Subsequently, the returned databox and pc were then tested together for two (2) hours with no error messages or other issues noted. To further test the system, an om2 cable was connected and the cable was calibrated with a catheter ¿ once again, with no issues were observed. Neither unit turned off, resulting in a blank screen and or requiring recalibration as the complaint alleged. Seeing that the customer¿s issue was unable to be replicated, the unit was further tested to determine whether a possible issue existed which was unable to be seen via connection of the reported devices. This testing resulted in the databox failing testing for central venous pressure mean average. Additionally, damage consistent with customer mishandling was noted on the databox light pipes. However, the damage was exempted as a possible contributor to the customer¿s reported issue. Recalibration of the unit resolved the issue. Possible causes of failure include: databox out of calibration, a bad component, an open/short on the cvp circuit, or a bad pressure connector.

Event description:
It was reported that an ev1000 platform system would turn off on its own. The screen display would turn blank. The event occurred during patient monitoring. The clinicians would have to re-start the system and re-zero to continue. This occurred four times. There is no other suspect equipment involved. There was no patient injury. Patient demographics were not provided.